Event description:
Vns patient passed away. Exact date and cause of death are unknown at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.